Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8mm prograsp forceps instrument tip, where the metal part meets the shaft came loose, broken off. The procedure was completed with no reported patient injury.